Event description:
It was reported, patient experienced a loss of therapeutic effect and no stimulation sensation. When the device was interrogated by the healthcare professional, impedance measurements showed <50 ohms on electrode pair 0 to 3. They also were not seeing the "capacity %" but instead saw "status" on the programmer. Capacity % was 0-11 and longevity was 0-12 months. The patient was on program 1 (amplitude at 8 volts) when seen by the hcp. It was noted that the patient did have an MRI but that she had leaking problems prior to the procedure. Further information was requested.

Manufacturer narrative:
(B)(4).